Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 40 stent successfully implanted during the study index procedure in the ostial left internal carotid artery (lica). A 6 mm angioguard embolic protection device was used for the procedure. During post-dilation of the stent, the patient was reported to have experienced an adverse event (ae) of transient ischemic attack (tia) characterized by behavioral change and aphasia. The patient had a neurological deficit upon leaving the angiography suite. The onset of symptoms was sudden. No intervention was performed as a result of the event. The event was reported to be unrelated to the study device or anticoagulation and was related to the procedure. The patient fully recovered in less than twenty-four hours with no deficit. The patient was discharged two days after the procedure. The patient was asymptomatic for the index procedure. The lica target lesion was reported to be: an 82% stenosis, 20 mm length, absent of thrombus, mildly calcified, and eccentric. The lesion was pre-dilated. The residual stenosis was 20%. The angioguard was removed successfully with no debris noted. The devices were not returned for inspection. Addendum: review of the adjudication minutes indicate that arterial spasm and hypoperfusion occurred that led to the tia and was treated by administration of ntg.

Manufacturer narrative:
The product is not available for evaluation and testing. Complaint conclusion: the cc has been updated to reflect receipt of adjudication minutes. The adjudication minutes received 3/22/2012 agree with the previous diagnosis of a tia occurring during the procedure. Additional information notes that the patient experienced an arterial spasm that resulted in the tia. The spasm rapidly and completely resolved with administration of nitroglycerin and aspiration, with no residual effect. To better reflect the adjudication determination arterial spasm and hypoperfusion will be added to the file as reportable events. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 40 stent successfully implanted during the study index procedure in the ostial left internal carotid artery (lica). A 6 mm angioguard embolic protection device was used for the procedure. During post-dilation of the stent, the patient was reported to have experienced an adverse event (ae) of transient ischemic attack (tia) characterized by behavioral change and aphasia. The patient had a neurological deficit upon leaving the angiography suite. The onset of symptoms was sudden. No intervention was performed as a result of the event. The event was reported to be unrelated to the study device or anticoagulation and was related to the procedure. The patient fully recovered in less than twenty-four hours with no deficit. The patient was discharged two days after the procedure. The patient was asymptomatic for the index procedure. The lica target lesion was reported to be: an 82% stenosis, 20 mm length, absent of thrombus, mildly calcified, and eccentric. The lesion was pre-dilated. The residual stenosis was 20%. The angioguard was removed successfully with no debris noted. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15370317 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2012-00204 and #1016427-2012-00028. Please note that this is the initial/final report for this product.